Event description:
It was reported on (B)(6), the patient got implanted. On (B)(6), the device was turned on and the patient¿s rigidity and tremor problems of their left leg and hand improved a little. Three days later the tremor problem of left hand got worse. The patient called to ask if the problem was normal. The patient was informed that it may take some time to get adapted to the parameters since the implantable neurostimulator was recently turned on. Approximately one week later it was reported the patient¿s left hand was trembling and it was unknown if they were receiving therapeutic effect. No troubleshooting, interventions, or outcome were reported. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
(B)(4).